Event description:
Reporter alleged blood glucose results of hi (>600 mg/dl) and 72 mg/dl obtained back-to-back on the advantage system within 14 minutes. Reporter stated customer was feeling no symptoms and did not treat/act on the results. A request was made for the return of the suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: metformin hcl - ~ 3 years 200mg/day, prilosec - ~ 15yrs 25mg/day, diphenoxylate/atrop - 2 mos 10mg/dy, cellcept - 2mos 2000mg/day, aspirin - years 81mg/day, calcium/vitamin d - 1950 1200mg/600mg/2x, fosamax - ~ 3 yrs 70mg/week.